Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient contacted patient services because they observed a red blinking light on their communicator. Patient services advised to contact their clinic as the red blinking light could indicate a potential product performance issue with their cardiac resynchronization therapy defibrillator (crt-d) system. This device remains in service. No adverse patient effects were reported.